Manufacturer narrative:
.

Event description:
It was reported on 08/17/2016 from follow-up that this patient is deceased. Obituary searches showed that the patient passed away on (B)(6) 2011. The patient was last known to be seen by a physician in 2010. No additional relevant information has been received to date.